Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material in the suction channel due to insufficient cleaning, additional findings were as follows: adhesive on bending section cover had a crack; objective lens was dirty; adhesive on light guide lens had a scratch; plastic distal end cover had a dent; image guide had a scratch; protector of universal cord on control section side had a scratch; and connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a reprocessing error. Olympus will continue to monitor field performance for this device. E1: (B)(6) hospital.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope screen may become cloudy or noisy, making it difficult to see. The event occurred during a procedure. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the suction channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.